Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report is filed september 28, 2014.

Event description:
Per the clinic, the patient experienced poor performance with device use and the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report.